Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process. It is suggested that the user facility review the method of handling and reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the acoustic lens peeling, additional findings were as follows: due to wear angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of up/down knob was out of the standard value; adhesive on bending section cover was detached and had a crack; due to damage on ultrasonic probe, displayed ultrasound image was defective with missing elements; grip had a scratch; and objective lens had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lucera ultrasound gastrovideoscope had a scratch on tip. There was no patient harm associated with the event. The device was evaluated, and it was found that the acoustic lens was peeled. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.